Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an audible alarm. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device had a cracked bottom case. Event history log review found a primary audible alarm post. Functional tests were performed. The reported problem was not duplicated. The root cause of the problem could not be established, and repair was not required as there was no problem on the speaker. The device then passed all functional tests after the repair.